Event description:
It was reported that the wound drain pieces fell apart.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the wound drain pieces fell apart.

Manufacturer narrative:
The reported event was inconclusive. No actions can be taken at this time since a root cause was not identified. The conditions of the sample did not allow further evaluation. Visual evaluation of the returned two-photo sample noted one opened (with original packaging), used flat drain. Visual inspection of the sample noted the first photo shows the top view of the flat drain. The second photo shows the flat drain and the product packaging. Due to the poor condition of the photo sample the reported failure could not be evaluated therefore this investigation is considered inconclusive. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: indications for use: wound drains are used to remove exudates from wound sites. Contraindications: do not use for chest drainage. Warning: do not bypass/inactivate anti-reflux valve. Important a. Check for fluid entering reliavac evacuator. Lack of flow may indicate: all exudate has been removed. Wound drain is clogged and may require irrigation and aspiration (consult physician). Auxiliary wall suction pressure is above 210mm hg. Deflated balloon: check all connections for air leak and wound tube perforations for exposure above the skin. If still deflated, replace evacuator. B. When not using auxiliary suction during surgical wound closure, several activations of the reliavac evacuator may be required to establish suction because of: air entering partially closed wound. An operative air pocket. C. Insert safety pin into hole in collar to attach evacuator to patient's clothing or bed linen. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. To avoid the possibility of a hematoma due to wound evacuation, the instructions for use should be carefully followed. To avoid the possibility of drain damage or breakage: additional perforations should not be made in the drains. Avoid suturing through drains. Drains should lie flat and in line with the skin exit areas. Particular care should be taken to avoid any obstacles to the drain exit path. Drains should be checked during closure for free motion to avoid possibility of breakage. Drain removal should be done gently by hand. They should not be handled with pointed, toothed or sharp instruments which could cause cuts or nicks and lead to subsequent structural failure of the drain. Warning: surgical removal may be necessary if drain is difficult to remove or breaks. Correction: d, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.